Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements measuring, 2273 ohms. It was noted, over the last year there was a couple spikes in impedances, however, they were not out of range. No observations of noise on the presenting or stored events. Technical services discussed possible causes and provided programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements measuring, 2273 ohms. It was noted, over the last year there was a couple spikes in impedances, however, they were not out of range. No observations of noise on the presenting or stored events. Technical services discussed possible causes and provided programming options. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.